Event description:
According to the customer, we received a report stating an issue was had with a pack of 4 luer lock syringes that were letting air in and leaking out the back stopper area.

Manufacturer narrative:
It was reported that on (B)(6) 2026 prior to patient use the syringes were discovered to have "all the saline drained out of them and just filled with air". The customer reported that after removing the syringes from the table it was additionally discovered "that while pushing the syringe forward and backward, there was air bubbling up along the back stopper". The customer did not report any serious injury or medical intervention as a result of the reported issue. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn (B)(4) on (B)(6) 2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.